Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was explanted due to a lead conductor fracture which was verified via fluoroscopy. No adverse patient events were reported.